Event description:
It was reported by the customer "the patient did not receive infusion after catheter implantation on (B)(6) 2023, and when the planned infusion was injected in the morning of (B)(6). It was found that the catheter was exposed and fluid was leaking at the place where the connector connected to the heparin cap. After disinfection, the heparin cap was still leaking at night, and no fluid leakage occurred after the infusion connector was replaced."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.